Event description:
It was reported that a large volume infusor leaked into its overpouch. This occurred before patient use. The device was filled with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 28, 2014 - july 29, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was then performed by filling the device with water and tightening the blue winged luer cap. The next day, no signs of leak were observed either inside or outside of the unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.